Event description:
As reported by our affiliates in (B)(6) , through the review of the medical article: "anatomical predictors of pacemaker dependency after transcatheter aortic valve replacement", corresponding author prof. Giuseppe tarantini md, phd, fesc from university of padua. Between may 2014 and september 2019, consecutive patients undergoing pm implantation up to 30-day after tavr. The following events were identified related to balloon-expandable sapien 3: complete av block: 39 patients, high grade 2nd degree av block: 4 patients, of those patients, 13 patients were pacemaker dependent at 30 day.

Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from may 2014 and september 2019. For this reason, the first day of the reported study period (01-mary 2014) was used as the occurrence date. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the thv procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences "clinical technical summary for complaints-conduction disturbances/ heart block'', atrioventricular conduction disturbances after thv are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), arrhythmia is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as no identifiable patient or procedural factors were provided, however, the events may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.